Event description:
It was reported that the pulse generator exhibited a setscrew anomaly. The device was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.